Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine in clinic pacemaker check. Upon interrogation of the pacemaker, it was found that the there were multiple episodes of auto mode switch. The electromyograms reviewed showed that the mode switch episodes were caused by oversensing of the far r wave signals that followed a paced ventricular beat. The device was reprogrammed and verified that no additional far r wave signals were sensed. It was also noted that the atrial lead exhibited high pacing threshold. The lead was known to have chronically high thresholds and no changes were made. The patient was asymptomatic throughout the event. Related manufacturer reference number: 2017865-2019-05059.